Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced muscle spasms and increased pain. The patient got dizzy. Additionally, experienced a new tightening in their back. Impedance check revealed high impedances. X-ray confirmed that the leads have migrated. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report stated that the lead was explanted due to lead migration, muscle spasms and an increase in pain. Confirmation of lead migration, muscle spasms and an increase in pain by the lab cannot be made with product testing as these issues are commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event (lead migration). Analysis of lead b did not identify any anomalies, and the lead passed continuity testing.

Manufacturer narrative:
Corrected data: d3, g1. G8:per the device information received, the ¿MFR report number¿ part in g8 should be ¿3006705815¿ instead of ¿1627487¿.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted and replaced with a competitor¿s system to address the issue.